Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was observed that the implantable cardiac monitor had incorrect measurement of atrial fibrillation episodes. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
The reported event of the af count mismatching between the fastpath and diagnostics summary was comfirmed. Based on the information provided, the af summary statistics includes all the episodes since the last clearing. However, the fastpath count only includes the number of episodes that have associated segms that can be reviewed. No af segms were available due to the device overwriting them for higher priority tachy segms. The device is performing per design.